Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had shut both of their stimulators off because they didn't work. It was noted that they had shut them off last year and the patient stated that they hadn't worked from the beginning. The patient noted that the trial had worked perfectly.  The patient was redirected to their health care professional (hcp). Additional information was received from the patient on (B)(6) 2021. The patient reported that ¿yes ,¿ they had contacted their doctor who managed their device about both implants (stimulators) not working since the beginning. In response to the inquiry for clarification on whether both implants ¿not working¿ since the beginning was related to a therapy issue or if it was related to a device issue or procedure issue, the patient simply wrote ¿no,¿ and did not explain any further. The patient reported a cause had been determined for both implants not working since the beginning but they did not identify what that cause was. The patient reported that no steps were taken to resolve the issue and that no further actions would be taken. The patient reported that device removal was not planned and that the status of their devices were that they were turned off.